Manufacturer narrative:
Event date: this event occurred during an unspecified date of 2019. (B)(6). Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that a light sensitive solution administration set was leaking at the location of the set that fits into the infusion pump. The leak was discovered at the final process during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.